Event description:
This pt had an aicd implanted 11/93 for ventricular and tachy arrythmias. New lead implanted 5/94 for lead fracture, thus leading to system failure. Lead fractured again. Pt had sustained ventricular tachycardia requiring intervention.